Event description:
Study pt who received a gore excluder bifurcated endoprosthesis implant. In 01/06, the pt completed their 5 year follow-up visit. On 3/11/06, the pt returned to the hosp compaining of back pain. Further evaluation revealed a contained rupture of the aneurysm sac. It was believed the contained rupture may have been the result of a type ii endoleak from a widely patent lumbar artery. The physician explanted the device and surgically repaired the aorta. Following the circulation procedure, the pat had good distal circulation and was transferred to ICU in stable condition.